Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. One 4 fr s/l powerpicc was returned for investigation. The catheter exhibited evidence of use. The catheter extends 8mm beyond the 44cm depth mark. Residue was observed on the molded wing, clamp, and luer connector. A suture had been tied through the holes on the molded wing. Impressions from clamping were observed in the extension leg. The printing on the extension leg was worn from the tubing. A functional test revealed a spraying leak near the 7cm and 8cm depth marks. A microscopic examination of the leak site revealed a semi-circumferential split in the tubing 8.3cm and 9.1cm from the distal end of the hub. The adjoining surfaces of the splits were granular. Small wrinkles were observed in the tubing parallel to the split, which is consistent with compressive force acting on the tubing near the split. This type of force would be applied to areas of the catheter if there is any bending of the tubing. A tactual investigation revealed that the catheter was easily kinked across the semi-circumferential split. The evidence found on the catheter is consistent with the device being located in a region that was vulnerable to kinking. Kinking could have affected the reported occlusions in the PICC. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the PICC had split. The sales rep stated there was "a hole in the PICC halfway down at the bend in the axilla". He stated there were "two holes/cracks; the first was at 7 cm and the second was at 8 cm".